Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock disconnected from the infusion set. Customer's blood glucose level was 400 mg/dl. The customer connected the infusion set to the luer lock and administered a manual injection.